Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, linear opening. A leak test was performed and was found one opening. A microscopic analysis identified: a linear smooth opening on posterior side in the same location of crease assessed as fold flaw opening. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: a smooth crease opening assessed as fold flaw opening.

Event description:
Healthcare professional reported a right side deflation and crease/folding of the implant. Device has been explanted.

Manufacturer narrative:
Clarification to: healthcare (hcp) professional provided sns (B)(4). Hcp was unable to confirm which device was involved in the reported event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation was for deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation and crease/folding of the implant. Device has been explanted.